Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow-up. Upon review, the right ventricular lead exhibited noise. On (B)(6) 2017, the lead was capped and replaced. The patient was stable before, during and after the procedure.